Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted, as two devices were involved in this event. See also medwatch 2210968-2009-00587. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent an inguinal hernia repair procedure in 2008. The following month, the pt complained of itching of the hands and feet. The pt had an unk antibiotic and pain medication post-operatively, and was treated for general skin rash and hives in the ER the following month. The pt saw a second surgeon who referred her to an allergist. The allergist was seen in 2009, for persistant itching of the hands, face and torso and was prescribed an antihistamine for the symptoms.